Event description:
It was reported that the patient developed bacteremia and endocarditis post implant of the device system. The device and leads were explanted. The patient is on a course of intravenous antibiotic therapy. Additional information received indicates that the infection was suspected to be device site related, and the organism was (B)(6). The patient experienced fever, chills and weakness as a result of bacteremia/sepsis due to the "persistent" (B)(6) infection. Endocarditis was being ruled-out by trans-esophageal echo. The patient subsequently received a second course of antibiotic therapy. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had a breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed) and was melted. The outer insulation was melted and had a breached cut. There was blood in/on the helix/lobe mechanism. The lead was stretched, and there was apparent explant damage.